Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture issue was observed from the pulse and backup pulse. No programming changes can be made to achieve capture due to the varying thresholds and high thresholds. The auto capture will stay with an eight hour search interval. Device will continue to be monitored. Patient symptoms were unknown. No further information.